Manufacturer narrative:
Based on the limited available information, it is not known what role, if any, the lava ultimate restoration may have played in the reported outcome. Other factors, such as prior tooth history or dental treatment, may have played a role in the need for the reported root canal.

Event description:
On october 31, 2016, a dental professional reported that a patient (age and gender not provided) required root canal therapy on tooth #29. This tooth had received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2013. On (B)(6) 2016, the tooth was reported to be painful and the root canal was performed.